Event description:
The surgeon reported that during phacoemulsification there was an excessive rinse of iris pigment observed. The surgeon stated under the iris the pigment was flowing. The surgery was completed and the iol was implanted. Additional info stated the floor below the or was under renovation. The pneumatic drills and hammers that were used caused vibrations that were felt in the or. The power supply was disturbed. The surgeon observed a change in the luminous intensity of the microscope. The surgeon stated the renovation activity caused the pt event. The surgeon observed it was a mechanical issue with the view not stable due to the micro vibrations transferred to the system. The surgeon feels the system should have a security system to prevent the micro vibrations. The surgeon noted iris pigment on the iol corneal endothelium anterior chamber angle.

Manufacturer narrative:
The company service rep examined the system and no problems were found. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available.